Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had become loose from the connector of the infusion sets when the customer is getting caught with the tubing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.